Event description:
User experiencing erratic results on 5 or 6 samples. The following example was the only one provided; initial digoxin result 2.81 ng/ml. Same sample repeated twice gave result of 1.2 ng/ml each time. The initial results were not reported. The field service representative was unable to determine a cause for the erratic results